Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in section a and b. This report was filed by the MFR. Although requested, device has not been received. A follow report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that they noticed a "bulge" in the silicone segment during an infusion of normal saline. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info was provided.